Manufacturer narrative:
A ge rep evaluated the system and informed the customer on the proper procedure for saving images during a procedure to avoid this problem.

Event description:
The customer reported that the recalled/saved image differs from the image displayed on the thumbnail. No pt injury was reported.